Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. The device was also observed to be powering off after startup. No errors or data were able to be retrieved and the device is out of warranty. The customer was advised to scrap the device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.